Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse assessed the generator issue and determined that it was caused by a faulty dual foot pedal. The foot pedal was replaced to resolve the customer-reported issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to defective foot pedal.

Event description:
It was reported that during da vinci-assisted inguinal hernia surgical procedure, site contacted intuitive technical support engineer (tse) to report the generator did not stop doing the cutting or cauterizing. The procedure was converted to another dv system with no reported injury.